Event description:
The customer's mother reported the customer received a reading of 178 mg/dl on his blood glucose meter in 2009, and he experienced symptoms of drowsiness, disorientation and hunger. The paramedics were called and reportedly obtained a reading of 43 mg/dl on their blood glucose meter. It was additionally reported the customer was then transported to a hospital where he was diagnosed with hypoglycemia and treated with glucagon. The customer was reportedly discharged on the very same day. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.